Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) regarding a patient. It was reported that the patient and technical service was called because the patient had to have her system replaced in 2014 due to the impedance with no history of physical trauma to the system and now presents with the same problem - impedance with no physical trauma to the unit. It was noted that there were no explanations provided by technical services. It was also reported that the patient and the physician do not know the cause of the impedance issues. During the programming visit, the device was reprogrammed around the impedance as much as possible. The patient will try to exhaust programming options before possible rescheduling of a replacement of the system. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had an increase in frequency and impedance readings of several pairs that were over 4000 ohms. There were no known activities or events that prompted the issue. The impedances were run at the 1.0, 1.5, and 2.0v and the following combinations were over 4000 ohms: c-0, c-1, 0-1, 0-2, 0-3, 1-2, 1-3, and 2-3 pair was 1120 ohms. It was noted that the patient was seen in 2016, was seen again in (B)(6) of 2017, and then in (B)(6) of 2017. The current programmed settings were at c7 program (2-3, 210 pw, 14 rate, 0.5 v). It was reported that on this program, the patient would feel a surprising sensation out of nowhere that would be uncomfortable, similar to if an individual had a heart complication. The manufacturer representative was going to leave the patient with some programmer and have them keep bladder diaries to see if the systems were helping at all. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received it was reported that the patient did not experience bladder symptom relief with interstim. Patient also stated experiencing uncomfortable sensation with stimulation when interstim therapy is on and that impedance shown in electrode 1 combinations and uncomfortable sensation correlated with electrode 1 combinations. Programmed around electrode 1. Patient did not experience bladder symptom relief on any other programs. No known environmental/external/patient factors that contributed to issues with interstim therapy. Patient is young and denied any falls and infections. No known reason for impedance in electrode 1 combinations. Medtronic technical support contacted and advised to program around electrode 1. Patient had the ins and lead explanted on (B)(4) 2018. No further complications were noted or anticipated